Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for hypoglycemia while using the infusion device. The blood glucose monitor and the infusion device had connectivity issues. The patient panicked and manually bolused too much insulin. The patient went to the hospital and she was treated with a blood glucose drip. While in the hospital, the patient was taken off of the infusion device and put on a sliding scale. The patient had a seizure while in the hospital due to a reaction from the long acting insulin. The patient's blood glucose result was in the "20's" mmol/l and she experienced nausea and vomiting. The patient was expected to be discharged from the hospital on (B)(6) 2017. The device serial number was not provided. The infusion device is not expected to be returned for product evaluation.